Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-02932 and 3005099803-2014-02933.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer report numbers 3005099803-2014-02932 and 3005099803-2014-02933.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-02932 and 3005099803-2014-02933.